Event description:
The device was evaluated at the facility by a baxter representative for service. During service by baxter technician, the device was shown to have depleted main batteries. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.